Manufacturer narrative:
This follow-up report is being submitted to include additional information which accessclosure, inc. Was made aware via a user facility medwatch report # (B)(4).

Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device jammed. The device was removed and the patient was converted to approximately 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home with no clinical sequela the same day ((B)(6) 2012).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1219201) indicated that the device lot met all established performance criteria prior to shipment.